Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the barrel clamp assembly. Device history: a review of the device history record for sn (B)(4) was performed from the date of manufacture 08/14/2018 to the present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device was broken/damaged. There was no patient involvement reported.